Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that patient's vns therapy magnet was cracked and he was in need of another one. No further information is available to manufacturer. Cracked magnet will not be available to manufacturer for product analysis.